Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the pump just went blank and the batteries are good but it does not work at all. Customer was getting ready to change her set. Pump was not dropped or bumped. Customer tested with a new aaa alkaline battery and the display returned. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer also had a battery out limit alarm. Customer was assisted with clearing the alarm. It was explained that this is normal pump behavior. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.